Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, main housing, inlet side, outlet side, dual limb cup, rear cover, handle retention plate, fio2 housing, fio2 housing cover, filter cover, base assembly, vanity cover, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination and the software was reloaded and the unit will need programmed, which was not related to the malfunction/issue.